Event description:
It was reported to boston scientific corporation that a precision speedtac bone anchor system was used during a vaginal vault suspension procedure on (B)(6), 2004. According to the complainant, the patient experienced complications (specifics unknown). According to the physician, the patient was great for the first five years post-procedure. However, she eventually began noticing a small amount of pelvic pressure. The patient, who is over 18 years of age, last returned to the physician approximately two years ago. At that time, although she did not have any incontinence, she had other medical problems, primarily coughing and prolapse of the vaginal apex. The patient noted that her problems were relatively minor, and was administered unspecified steroidal medication. The physician did not believe she needed any immediate, additional medical or surgical intervention, and he did not perform any additional procedures. The physician opines that the vaginal vault suspension probably gradually wore down over time and then gave way. He does not believe that the patient's complications are related in any way to the precision device. All other information, including the patient's current condition, is unknown and unavailable.

Manufacturer narrative:
The complainant indicated that the device was not used past its expiry date.